Manufacturer narrative:
The device has not been returned to the MFR.

Event description:
A medtronic rep reported being inaccurate after registering with pointmerge while in an ent case. The surgeon continued the surgery using the system with no impact on the pt outcome.